Event description:
It was reported that an asymptomatic patient presented in the o.r. For change-out due to normal eri. Externalized conductors were observed; lead fracture was also noted. No electrical anomalies were detected. The lead was capped and replaced.